Event description:
It was reported that a ventilator had a black display. There was no report of patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). The field service engineer (fse) evaluated the ventilator and verified the malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcb. The current software was then uploaded and the ventilator passed all testing.